Manufacturer narrative:
The device history record (DHR) review shows evidence that the product was released according to all established procedures and qa documentation. One sample was received for evaluation. The sample underwent visual and functional inspections however no failures were found. Based on the available information, a root cause could not be found related to the manufacturing/production process therefore no corrective action is being taken at this time. This complaint will be closed and used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported there are air gaps in the feeding set greater than 2.5cm. No patient injury.